Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis m-81805, 203cm ruler m-83360 document used: n/a as found condition: the concerto implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, and within a plastic bag. No reported microcatheter was returned. Damage location details: the concerto implant coil was returned without the introducer sheath. The pushwire was found to be bent at ~15.8cm; bent at ~81.6cm and bent at ~149.5cm from the proximal end. The concerto implant coil was found to be broken off (not returned). No other anomalies were observed. Testing analysis: the concerto implant coil could not be used for resistance testing with an in-house catheter due to its damaged co ndition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed, and the root cause could not be determined. The concerto implant coil was with the pushwire damaged and the implant coil missing. Advancing the implant coil against resistance may lead to possible damage; therefore, it is possible that the damage occurred when the customer attempted to advance the coil through the catheter against the resistance. The customer noted, ¿the coil could not be smoothly inserted into the rebar-27 microcatheter, with resistance felt at the middle of the microcatheter¿. This could not be reproduced. Possible causes for resistance are but are not limited to, the use of an incompatible catheter, lack of hydration before the procedure, patient tortuous anatomy, and lack of continuous flush administered during the procedure. There was no report of the device and accessory devices being prepared as indicated in the instruction for use (IFU)¿. The customer stated,¿ they did not set up a continuous flush at the beginning of the procedure, but a continuous saline flush was set up after the incident happened¿. This could be a possible cause for resistance, due to the lack of hydration during the procedure; however, this could not be reproduced. The patient¿s vessel tortuosity was moderate with high blood flow, which could be a possible cause for resistance. The rebar-27 microcatheter mentioned was not returned for further evaluation; therefore, only compatibility could be assessed. The rebar-27 has a labeled guidewire maximum ID of 0.021¿, which was found to be compatible with the concerto implant coil (nv-3-8-helix) which has a labeled min. Micro-catheter compatibility of 0.0165¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a concerto helix coil, the coil could not be smoothly inserted into the rebar-27 microcatheter, with resistance felt at the middle of the microcatheter. The coil was subsequently removed, and the procedure was completed by replacing it with another concerto coil (nv-4-10-helix). The patient was being treated for collateral embolization, with high blood flow and moderate vessel tortuosity noted. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. Additional information received reported that the cause of the resistance was not determined. The coil had come out of the introducer sheath smoothly. They did not set up a continuous flush at the beginning of the procedure, but a continuous saline flush was set up after the incident happened. There was no kink/damage observed to the coil or catheter.